Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 01/15/2015 with the following findings: the black box data showed an unconfirmed 'replace cartridge alarm' which led to an initial 'power reboot event'. Subsequently, the black box data shows that partially discharged batteries were being installed for use, leading to further 'power reboot events'. The reported issue was caused by user error. The battery compartment and returned battery cap were observed to be free of damage. The returned battery cap was able to secure to the suspect pump case per the instructions for use (IFU). The pump was exercised for 24 hours, during which no power-related events were observed: the reported power issue was not duplicated. The battery cap contact measurements were found to be within the specifications. The pump case was removed, and no evidence of internal damage or defect was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was experiencing an intermittent-power issue. In addition, it was reported that the power issue was occurring during or immediately after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.